Manufacturer narrative:
Continuation of d10: product ID 977d260 serial# (B)(6) implanted: (B)(6)2025 explanted: (B)(6)2025 product type screening device; product ID 977d260 serial# (B)(6) implanted: (B)(6)2025 explanted: (B)(6)2025 product type screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6), ubd: 06-dec-2028, UDI#: (B)(4); product ID: 977d260, serial/lot #: (B)(6), ubd: 06-dec-2028, UDI#: (B)(4). B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2025 mpxr (B)(6) (rep): information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). Rep reported that the patient went into the ER to have their trial removed. Rep reported that patient claimed they felt incapacitated and were unable to stand or move around. No external factors were involved in the issue. The patient went to the ER and the trial was removed. All devices have been discarded. The issue has been resolved at this time.